Manufacturer narrative:
The date of this procedure is unknown. The code "4581 - appropriate term / code not available" was applied to adverse event problem section - "clinician code" as the appropriate code of "arterial spasm" is not available. Without a lot number to conduct a device history record (DHR) review, it is not possible to determine if the reported failure could be related to the manufacturing process. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported per the angioguard rx embolic capture guidewire (ecgw) survey, respondent #24 indicated ¿vasospasm¿ after the procedure which was treated with a nitrate injection. The device will not be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g4, g6, h1, h2, h3, h6, and h10 the date of this procedure is unknown. Complaint conclusion: as reported per the angioguard rx embolic capture guidewire (ecgw) survey, respondent #24 indicated ¿vasospasm¿ after the procedure which was treated with a nitrate injection. The device was not returned for analysis. A product history record (phr) review could not be conducted as the lot numbers was not provided. One of the complications of carotid artery stenting (cas) is arterial spasm caused by mechanical irritation of the blood vessel lumen by a guidewire, catheter, stent retriever, or distal protection devices. Although often self-limiting, vasospasm is treated by injecting medication (including verapamil or nimodipine) into the catheter, which is positioned very close to the narrowed artery, to reverse the spasm. Alternatively, a tiny balloon will be inserted through the catheter and into the artery to stretch open the artery (angioplasty). The angioguard rx emboli capture guidewire system is intended for coronary, carotid, and peripheral uses to facilitate the placement of diagnostic and interventional devices, and capture emboli, thereby reducing the risk of embolization, during procedures. The instructions for use list contraindications and are stated as such. Patient factors (although unknown) and vessel characteristics (although unknown) may have contributed to the reported arterial spasm. These conditions include but are not limited to heart disease, atherosclerosis, high blood pressure, high cholesterol, smoking and obesity. Without a lot number to conduct a phr review, it is not possible to determine if the reported event could be related to the manufacturing process. Therefore, no corrective and preventive actions will be taken at this time.